Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing. A technical support specialist restarted the necessary services, verified application pools and certificates, and confirmed that the order was visible across the server, station, and cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders were not crossing. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.